Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient said the stimulator is not working. Patient said they can't get any relief from their pain since implant. Patient's husband tried to charge the implant last night but it wouldn't take a charge. Patient doesn't wear the belt. Reviewed how to start a charging session with the belt during call and pt was seeing excellent/good during the call using the belt. Pt stated they have not used the belt before and will start using that. Patient reported seeing poor recharge quality. Patient repositioned the recharger and was able to start charging with excellent quality. After a few minutes, the controller showed implanted neurostimulators battery was low and controller was at 60%. Patient confirmed they were holding the recharger over the implant location. Patient will maintain stimulation level and will continue to charge. Later in the call patient lost connection and couldn't charge. Pt stated they have an appointment this friday and will bring their things to have them go over everything. Agent reviewed could be swelling causing the poor connection and pt stated yes there is swelling. The troubleshooting steps that were taken on the call resolved the issue. On 2024-mar-15 information was received from a patient regarding an implantable neurostimulator. Patient said they have been having problems with the thing that's inside me, and it doesn't stay charged long. Patient mentioned they have an appointment next week with the healthcare provider. The patient was redirected to their healthcare provider. Pt called the other day reporting same concern of the ins not lasting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.